Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (lifevest faulty) was not confirmed. Upon investigation the belt was fully functional. The electrode belt therapy electrodes were cosmetically damaged, but there was no indication of any overheating of the front therapy electrode. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor notified zoll on (B)(6) 2015 that a (B)(6) year old patient reported an injury. The pt reported that the lifevest electrode belt "microwaved" his skin under the front therapy electrode. The irritation was brown and wrinkled. The pt stated that the irritation did not hurt but di state that he was disfigured and that he believed the lifevest was faulty. Th pt saw his physician but the physician did not provide any medical treatment of the irritation. The pt was issued a replacement electrode belt and continued to use the lifevest.